Event description:
The senior staff nurse cannulated a chemotherapy patient on the posterior left arm. When the staff gave a chemotherapy bolus, the noticed drops of leakage from the septum. Therapy was stopped and another device was inserted in order to continue the therapy.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).